Event description:
The customer reported 3 cases of " fibrous reaction" at one day post op following cataract surgery. All three surgeries were performed on the same day. The pt outcome has been reported as good. This report is for the first of the three pts. Reference MDR # 2028159-2008-00029 and 2028159-2008-00030.

Manufacturer narrative:
Prior to this complaint, the customer had reported similar events of inflammation. An alcon clinical representative visited the site and identified numerous issues related to the cleaning and sterilization of the handpieces. She also made recommendations regarding pre-operative preparation of the pt. Since this visit, it was reported that the facility is not having regular meetings to review the instrument cleaning process and to ensure it is being followed. The customer has made changes to their handpiece cleaning practices, and the clinical coordinator has reviewed the cleaning procedure with the staff. All associate were following the recommended guidelines. Alcon continues to work with this facility to assist in the resolution of these issues. The root cause of the fibrous reaction is unk at this time.